Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -9.50/1.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported there is low vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -9.50/1.0/080 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. It was reported there is low vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a specimen cup, in liquid. Visual inspection found the lens haptic torn. B5 - the lens was explanted at a later date. Claim#: (B)(4).